Event description:
Explanting physician reported right side capsular contracture, baker grade IV, diagnosed by pathology. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which found fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Continued: e1- fax number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are. ¿ capsular contracture: unable to observe. As per the investigation procedure creases and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, diagnosed by pathology. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which found fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.